Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited slight undersensing during an episode of ventricular fibrillation (vf). The crt-p system remains in service. No adverse patient effects were reported.